Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 21014283.

Event description:
It was reported that the patient, that is enrolled in the a4010 clinical study, developed worsening of their parkinsons disease. The patient was admitted to a hospital, and it is unknown what treatment was provided during the hospitalization. The patient was later discharge and the patient and the event were assessed as recovering and resolving. The event was assessed as having a possible relationship to the procedure and stimulation. Information was additionally received that the patient withdrew from the study. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(4). Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 21014283.

Event description:
It was reported that the patient enrolled in the a4010 clinical study developed worsening of their parkinson's disease. The patient was admitted to a hospital, and it is unknown what treatment was provided during the hospitalization. The patient was later discharge. The patient and the event were assessed as recovering and resolving. The event was assessed as having a possible relationship to the procedure and stimulation. Information was additionally received that the patient withdrew from the study. No further information has been obtained despite good faith efforts. Additional information was received that the patient's symptoms at the time of the event included being unable to speak, had a drooped right eyelid and difficulty walking. The event was updated to have a causal relationship to the procedure and to be possibly related to the stimulation. Additional information was received that the serious adverse event is possibly related to the procedure and not the stimulation or device.

Event description:
It was reported that the patient enrolled in the a4010 clinical study developed worsening of their parkinson's disease. The patient was admitted to a hospital, and it is unknown what treatment was provided during the hospitalization. The patient was later discharge. The patient and the event were assessed as recovering and resolving. The event was assessed as having a possible relationship to the procedure and stimulation. Information was additionally received that the patient withdrew from the study. No further information has been obtained despite good faith efforts. Additional information was received that the patient's symptoms at the time of the event included being unable to speak, had a drooped right eyelid and difficulty walking. The event was updated to have a causal relationship to the procedure and to be possibly related to the stimulation.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 21014283.

Event description:
It was reported that the patient, that is enrolled in the vercise dbs registry clinical trial, developed worsening of their parkinsons disease. The patient was admitted to a hospital, and it is unknown what treatment was provided during the hospitalization. The patient was later discharge and the patient and the event were assessed as recovering and resolving. The event was assessed as having a possible relationship to the procedure and stimulation.